Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a fingerstick glucose of 40 mg/dl, dizziness without loss of consciousness or seizure, and no alerts or alarms noted; the event followed recent initiation of therapy, low daily carbohydrate intake, routine meal announcements, and automated insulin delivery showing basal and meal dosing higher than the user¿s prior long-acting regimen. Symptoms included dizziness and fatigue. Outcomes included self-treatment with oral glucose tablets and orange juice, recovery to 115 mg/dl within about two hours, no ketone testing, no professional intervention, and no hospitalization. Investigation included complaint handling review, device history and use review, and troubleshooting and user education with referral for additional training. Investigation of this case revealed no device malfunction, with contributing factors likely related to therapy initiation, meal announcement behavior with low carbohydrate intake, and automated insulin delivery exceeding the user¿s prior basal exposure. It was concluded that the event was related to hypoglycemia with cause unclear and that user education on meal announcements and dosing was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.